Event description:
Patient presented to the physician with the ipg being superficial and moving within the pocket, causing pain. On examination, manual manipulation was suspected. Physician brought the patient into the operating room, re-secured the ipg, and closed.